Event description:
It was reported that during a surgery, on an unknown date, a canulated chisel was bent and a saw guide block would not slide. No further information is available at this time. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. The device was returned because it was not working correctly during a procedure. The product was received at service and repair and was found to be bent. Device was discarded by service and repair. There is no further information available on this event. A review of the device history records for this lot has been requested and will be reported upon completion via a supplement. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint issues.